Event description:
During a case to embolize a dural av fistula, the physician tried to detach the penumbra coil 400 with the detachment handle. The lines on the proximal end of the pusher wire had separated indicating that the coil had detached, but when trying to remove the pusher. They tried to use the detachment handle several more times, and the coil was still attached to the pusher. They then tried to use hemostats to pull on the proximal end of the pusher, and the pull wire snapped. They removed the coil and pusher, there was no pt injury. The case was completed with another coil.

Manufacturer narrative:
Results: the pusher assembly shows multiple right angle bends in the hypotube section which appear to be post incident handling damage. The coil is in place in the distal detachment tip (ddt) and the pull wire is in the capture feature. The pet lock has been broken and the proximal section of the lock and pull wire are missing. In a normal undeployed coil, the proximal pull wire would be present and the pet lock would be unbroken. The polymer section of the pusher assembly was cut approximately 5 cm proximal of the ddt to reveal the pull wire. This wire was held securely and the proximal section was pulled off the wire. There was no noted difficulty removing the proximal hypotube. When the distal section of the pusher assembly was stabilized and the pull wire was gently pulled, the coil released without difficulty. Conclusion: the complaint does not mention that there was tortuosity in the approach to the aneurysm. If there was and this tortuous path extended down into the spiral cut section of the hypotube (approximately 35 cm proximal of the distal tip) then the spiral cut could have added friction during attempted detachment. This added friction appears to have exceeded the force supplied by the detachment handle or by the forceps used. The detachment handle was also examined and an investigation revealed it performed within specification for pull force and throw distance.